Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
The results of the investigation with the user's device showed that the values were slightly lower in comparison to a reference method. However, the difference was not potentially critical and was not a risk for the user or the patient. The suspect tray was not available for investigation, therefore, no specific root cause could be determined. No adverse events were alleged regarding the issue.

Manufacturer narrative:
Additional information was received from the user stating the assay involved was leukocytes, not erythrocytes as previously reported on the initial medwatch. The repeat result on a "cua" was "++" which the user stated equals 500 leu/ul. The initial result was reported to the physician who ordered testing in the laboratory to confirm the negative result.

Event description:
The user received a questionable erythrocyte result for one patient urine sample from the urisys 1100 urine analyzer (B)(4). The initial result was negative. The result from the laboratory on a "cua" with the same lot number of chemstrips was "++" and a visual reading of the chemstrip was also positive. No adverse events were alleged regarding the issue. The user stated she thought the issue may have been caused by the tray on the analyzer.